Event description:
Account states they have had two patient samples that initiallly gave hcg result of <0.1 mlu/ml that repeated with values >10,000 mlu/ml. In one case the initial result was <0.1 and repeated as 49,000 mlu/ml after detecting a heartbeat via ultrasound. No adverse patient effects were reported. The field service rep unable to determine a cause for the discrepant results.